Event description:
It was reported that "the clip does not close during usage on the patient." No patient harm or injury. The patient status is reported as "fine". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn#(B)(4). The reported complaint of "clip not closing/locking" was confirmed based upon the sample received. The customer returned on clip from one unit of 544230 hemolok ml clips 6/cart 84/box for investigation. The returned sample was visually examined with and without magnification. Visual examination revealed that the broken clip was broken at the hinge and one pierced boss. Evidence of use in the form of biological material was observed on the returned sample. As per the r & d team, the clip breaking at the hinge during ligation was determined to be the result of insert mismatch at the hinge area of the clip. The IFU for this product states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A device history record review was performed, and no relevant findings were identified. The root cause was due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which was a design related issue. CAPA has been initiated under teleflex's quality system by the manufacturing site to further investigate this complaint issue. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the clip does not close during usage on the patient." No patient harm or injury. The patient status is reported as "fine". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.